Event description:
Healthcare professional reported "during surgery for removal of device, is found ruptured". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Continued: e.1. Zip code: (B)(6). Phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed two openings assessed as fold flaw opening. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "during surgery for removal of device, is found ruptured". This record is for the right side. Device has been explanted.